Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 40 years old. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a trangastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician deployed the distal flange of the stent; however, as he retracted the catheter, the remainder of the stent unsheathed itself from the delivery system. The stent was left in the patient's stomach and a second hot axios stent was successfully placed. The first axios stent was then removed from he patient with rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.